Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: unit shut off in mid case may have bad wires. Root cause: third party cable and the loose screw inside the camera head was the root cause of the issue observed by the customer and confirmed in house during testing. The device manufacture date is not known.